Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they were trying to increase their stimulation as it was not helping however they were seeing a warning screen. They stated that the device was not working at all and they were having a lot more issues. Prior to calling in, patient attempted to increase stimulation but saw the turn stimulation on screen. During call, they had access to patient programmer and synched showing the stim was off. It was reviewed therapy need to be on to be effective, and that stimulation can't be increased when device is off, and how to turn stimulation back on. They turned therapy on and felt stimulation in correct area. Patient was not aware of how the implant was turned off as they leave the controller in a drawer. Further reviewed was that if stimulation turns off again without them knowing, they can always call back to further troubleshoot. No further complications were reported or anticipated.